Event description:
One incident of a leak at the bonded joint between the cuvette chamber and main arterial blood tubing approximately 2 1/2 hours into hemodialysis treatment. Staff were alerted by machine air detect alarm. Due to potential for contamination the blood volume in the extracorporeal circuit was discarded resulting in ebl = 250cc. No patient injury or need for medical intervention is reported. MDR is filed for blood loss only. The complaint sample was discarded at the time of the incident. Patient information is not available.